Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited foreign material on the light guide lens. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.